Event description:
Customer reportedly obtained results of 565 mg/dl, 407 mg/dl, and 166 mg/dl on the advantage system within 10 mins. No action was taken based on device results. No adverse event reported. No info reported to indicate where comparison was performed. No qc were used. Requested return of suspect system and replacement was sent.